Event description:
It was reported that the patient felt lethargic and had a low heart rate, and it was noted the right ventricular lead was oversensing t waves. The sensing vector and sensitivity were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2010; 4296, implantable pacing lead, (B)(6) 2012. (B)(4).